Manufacturer narrative:
The mg2 reagent lot number was 731677 with an expiration date of 31-mar-2025. The calibration was last performed on 11-apr-2024 and was acceptable. Qc recovery was acceptable. The alarm trace did not show any abnormality. The field service engineer found crystallization on the bath assembly. He adjusted and cleaned the bath assembly. Precision studies were performed and they were within specifications. The service actions (adjusting and cleaning the bath assembly) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with magnesium gen.2 (mg2) assay on a cobas pro c503 analytical unit when compared to a different cobas 8000 c502 analyzer at a sister site. Initial result: 3.0 mg/dl. Repeat result: 0.2 mg/dl (tested on c502). The physician questioned the initial result and requested the sample to be repeated.